Event description:
Pt had a 2level acdf c4-c5, c5-c6 on (B)(6) 2012. Was notified by the physician approx a week prior to revision surgery on (B)(4) 2013 that the right c6 screw was broken and backing out - it appears the locking mechanism had failed. On (B)(6) 2013 dr. (B)(6) did revisions surgery, c4-c5 was solidly fused, c5-c6 had a pseudarthrosis with tm-s. The right c6 screw was broken approx 1/3 of the way. Locking flange over the c6 screw was completely broken off. Physician revised c5-c6 and replated from c4-c6. The broken locking flange was retrieved. On (B)(6) 2013, pt was asymptomatic. One comment made by the pt was that she had been to the hairdresser (date unk) and said that the hairdresser had pulled/jerked her head back while having her hair done. Unsure if this has anything to do with the broken screw or if due to non-fusion. Surgeon chose to remove construct due to the screw backing out.

Manufacturer narrative:
Investigation in process.